Event description:
Customer's mother reported that the insulin pump is not alarming or vibrating while having an empty reservoir. The customer ran out of insulin, ran high and there was no insulin in the reservoir. Customer did not see alarm on the screen. Caller stated that the alarm shows up in the alarm history, but not on the screen. The blood glucose is 86 mg/dl. No alarm for low reservoir. A new insulin pump was requested. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump failed to vibrate during self test due to broken vibrator motor red wire. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No audio beep alarms anomalies were noted. The low reservoir alarm feature working properly. No unexpected low reservoir alarms were noted. The insulin pump received with scratched lcd window.